Manufacturer narrative:
Investigation in process.

Event description:
It was reported that the patient presented instability in their shoulder. Upon revision of the shoulder, the implant was found to have been fracture between the base and the keel.